Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure complaint could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The pod was not worn. The patient's blood glucose levels were between 181 mg/dl and 250 mg/dl. No treatment was reported.